Event description:
Provider spoke to customer service to advise the black push connecting link for the wheel lock is bent.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.